Event description:
A female consumer (age unspecified) with a history of "allergic to everything" initiated use of one efferdent tablet - trade name unspecified - (sodium perborate monohydrate, potassium monopersulfate) daily beginning on an unk date in 2007 to clean her dentures. In the following month, the consumer lost weight, which she thought was an allergic reaction. During that month, she lost 6 lbs. The weight loss was treated with unspecified medication to increase her appetite. As at about four months later, the consumer had lost 25 lbs. Product use was discontinued on an unk date, and the outcome of the event was not resolved. No further info was available at the time of this report.

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have caused the event.